Event description:
It was reported that the patient had been seen if the office. It was noted that the device was not working. Impedance was checked with bad readings. The patient was scheduled and on (B)(6) 2015 had revision of lead and battery. The implantable neurostimulator (ins) and lead were explanted and replaced. Therapy related was checked and additional notation: not sure/patient stated she had several falls. There was no patient injury and the patient recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
Additional information from the manufacturer's representative noted that under fluoroscopy lead was not in the correct position. Lead and generator were removed. Proper motor responses were seen once the new lead was placed. The patient follows up with office for post-op reprogramming or needs. The manufacturer's representative had not heard from the office if the patient had any issues post-operatively. Should be doing well.

Manufacturer narrative:
Final analysis of lead model 3889-28 showed lead body conductor crushed. No significant anomaly.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0djg6, implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. F(B)(4). Final analysis of neurostimulator model 3058 (lot # njy235329h ) showed ins battery normal end of life/no telemetry and no output. No significant anomaly.